Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was successfully implanted in a patient. On (B)(6) 2023, there was an embolization of the device in the left ventricle one day after the procedure. The physician tried to retrieve the device by transcatheter snare without success and the device stayed in the left ventricle. The implanter thinks that the device was too big for the defeat. Patient is stable.